Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain. The same day, the patient was hospitalized and began treatment with vancomycin IV and ip (dose, frequency, and administration rate were not reported). Seven days after the onset of peritonitis, vancomycin therapy was discontinued, the patient was recovered from the event and discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.